Event description:
It was reported that the customer received a no delivery alarm with two different infusion sets. The customer stated that she had changed the entire set including the reservoir for the previous infusion set change. The customer's blood glucose was 400 mg/dl. The customer still believed that the insulin pump was functioning as designed. Troubleshooting was done. Customer stated that she treated herself with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.